Event description:
The suspect device result was 329 mg/dl. The user felt low and their family member dosed insulin. A retest was performed and the result was hi. An ambulance was called and the user was taken to the hospital and given soda. Controls were in range. The device was replaced and requested to be returned for evaluation.